Event description:
Event description guidant received information that this implantable transvenous coronary sinus lead exhibited a loss of capture and had dislodged after approximately three weeks of implant.